Manufacturer narrative:
The device was received and evaluated. No blood was observed on the device. The exposed portion of the soft cannula was observed to kinked and the distal tip was observed to be flattened in an upwards direction, however, the timing and cause of the damage could not be determined. During investigation, the damage did not prevent fluid from exiting the distal tip of the soft cannula and no signs of leakage were observed during a leak test. The fluid path was inspected and no issues were found that would result in leaking during wear. The data extracted from the device did not show any signs of struggle during the run. No other damages or defects were observed that would result in the device failing to deliver insulin. The complaint reported symptom is currently under investigation, and has been verified by the returned device.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose level rose to 18 mmol/l (324 mg/dl) while wearing the pod between 24 and 36 hours. When removed from the infusion site (leg), the pod's cannula was found bent. As treatment, a new pod was applied and a manual injection of insulin was administered via an insulin pen.